Event description:
Pt reported that, while priming, no insulin came through the infusion set tubing. They stated that when they removed the adapter, and insulin cartridge, from the device, they discovered that insulin had leaked inside of the device's cartridge chamber. Pt stated that there was no apparent damage to the insulin cartridge. Pt reported that their blood glucose had been elevated for the past few days (300 - 400 mg/dl). They self-treated with insulin injections.